Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized with a low blood glucose of 40 mg/dl. The customer did not know the cause of the low blood glucose. The customer also reported that there were issues of the infusion sets falling off, which were unrelated to the hospitalization.